Manufacturer narrative:
Qn#(B)(6) the DHR for the returned instrument was reviewed and found completely without any irregularities. It was also found that this order was made from the correct materials and components. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - (B)(6) manufacturing process. Evaluation of the returned instrument shows that the open jaw gap is undersized thus we are able to validate this complaint. Further evaluation shows that the luer flush port was loose and not tightened down fully. After the initial evaluation the luer flush port was removed and the tube assembly was rotated 360 and then the luer port was re-installed into the knob assembly and tightened down properly. The open jaw gap was re-measured, and it is now measures to teleflex print specifications of (.280 +/- 025) at .295. We are unable to determine what caused the open jaw gap to become undersized but mishandling at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Event description:
The jaws of the applier did not open/close properly during a pretest before use. Therefore, another unit was used instead. The applier was purchased by the hospital in march and had been used less than 10 times.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The jaws of the applier did not open/close properly during a pretest before use. Therefore, another unit was used instead. The applier was purchased by the hospital in march and had been used less than 10 times.